Event description:
When using the dose calculator function for a nitroglycerin drip, the program changes from mcg on one screen to mg on the next screen. A provider trying to start an IV infusion quickly may not notice the change and continue on programming the infusion. At the end the decimal point is not easy to read and the dosing error may not be noticed. The error described allows for only 10% of the desired dose to be delivered. To add to the confusion, abbott's premixed nitroglycerin is labeled as 400 mcg per ml. Rptr called abbott yesterday and they are aware of the potential for error and said that they are making software changes to be released this summer.